Manufacturer narrative:
(B)(4). The lot 14h007 was manufactured from august 20, 2014 to august 25, 2014. Evaluation summary: the evaluation of the received device is complete. A visual inspection of the device (via the naked eye) noted a solid, white particle, approximately 2.44 mm in length, floating in the fluid of the reservoir. The reported condition was verified. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. The device was filled with colistimethate. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.